Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump generated alert 69 indicating an algorithm data parity check, after which the user was instructed to switch to backup therapy and the device was replaced. Symptoms included no adverse health effects, and the user-reported blood glucose was 190 mg/dl without need for correction. Outcomes included temporary interruption of pump therapy and use of backup therapy while awaiting replacement, with continued cgm use via dexcom app or receiver. Investigation included verification of the alert, review of device status, and instructions to shut down the device, sync data to the mobile app, and return the original unit. Investigation of this case revealed a malfunction related to the algorithm data integrity on the pump, consistent with a device software or processing fault necessitating replacement. It was concluded that the cause was a device malfunction of the pump¿s algorithm processing, with no patient injury.